Event description:
Gore dryseal 12fr x 33cm sheath advanced up and over the aortic bifurcation without complication. Penumbra cat 12 catheter advanced over the wire & hit a hard stop at the aortic bifurcation. Sheath was gently pulled back as catheter attempted to be advanced without excessive force being applied. Sheath snapped in half at the level of the aortic bifurcation. Femoral cutdown was performed and distal half of the sheath was able to be retrieved. Working theory is sheath kinked before snapping. The bifurcation was not highly calcified & was not abnormally high.